Event description:
It was reported that during an angioplasty procedure through the groin femoral to treat the sfa via a contralateral approach, the balloon allegedly twisted upon inflation. It was further reported that balloon was removed form patient and tried to insert again, however, the balloon was allegedly unable to insert. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. Expiry date: 04/2023.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One medical image was reviewed. A fluoroscopy image is reviewed showing the lutonix 018 balloon inflated along a segment likely of the left superficial femoral artery. Towards the bottom of the screen it appears that a small portion of the balloon is not inflated, which is a represented by a small ¿waist¿ or narrowing of the balloon. Based on the image review, material twisted can be confirmed. However difficult to insert is kept inconclusive. One photo was provided and reviewed. The photo shows the lutonix 018 balloon which appears bloody. No twisting is seen on the balloon. No other specific anomalies noted. Therefore, material twisted and difficult to insert is kept inconclusive based on the submitted photo. Therefore, the investigation is confirmed for the reported material twisted since material twisting was noted on the balloon during medical image review. However, the investigation is inconclusive for the reported difficult to insert as no objective evidence was provided for review. A definitive root cause for the alleged material twisted and difficult to insert could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure through the groin femoral to treat the sfa via a contralateral approach, the balloon allegedly twisted upon inflation. It was further reported that balloon was removed form patient and tried to insert again, however, the balloon was allegedly unable to insert. There was no reported patient injury.